Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the initial dissection with the dissection tip (bullet tip), it was noted the tip was missing from the remainder of the dissection body. Upon further search it was noted the tip was located within the patient's leg. The tip was retrieved via the original incision using the hemopro device with no other pt effects reported. A new kit was used to complete the procedure. The product is returning.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was minimal evidence of blood. Based upon the visual observations, the reported complaint for "dissection tip nose detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).